Event description:
Information received by medtronic indicated that the customer received the error code of hardware low-level failures (pump error 63) and battery cap damaged. Troubleshooting was performed and found that the error occurred during the bolus. The customer was able to clear the alarm successfully and stated that the pump rewind was completed but the error table indicate the pump should be replaced. Also the battery cap's metal contact missing/damaged. No harm requiring medical intervention was reported. The customer discontinued using the device and the device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. P- cap locked properly during testing. Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. No pump error 63 alarms noted during test. Verified in the pump history download the pump error 63 was absent. Motor was tested outside of the device and passed. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. Original battery cap not received with unit. Unit received with cracked case (battery tube), cracked case -corner of belt clip rails, stained keypad overlay, pillowing keypad overlay. Customer claim of pump error 63 was no confirmed due to unit passing drive systems test and alarms absent in pump download history. Battery cap contact damage was not confirmed due to original cap not received with the unit. Cosmetic damage was confirmed when cracked case on battery tube was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.